Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The unit has a broken pneumatic switch.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the pneumatic switch connection on the back of the (B)(6) was found to be broken. The procedure was completed using the same device and there were no adverse patient consequences.